Event description:
According to the mizuho orthopedic sales representative, the hospital representative stated, "as the patient was transferred, the table tilted and the patient dropped to the floor.

Manufacturer narrative:
It was determined during the initial evaluation that the failure was due to user error by both mizuho orthopedic systems and by the director of surgical services. Mizuho orthopedic systems has repeatedly requested a maintenance service by performed on the device. The hospital representative (to date) has not responded to the request.